Event description:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of allergy problem. There was no report of serious or permanent patient harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was previously contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices. The manufacturer received information alleging of allergy problem. There was no report of serious or permanent patient harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. An external visual inspection of the device was completed by the manufacturer and found minor wear and tear, but no evidence of damage, degradation, or contamination. Also found minor light grey dust or dirt in filter housing, inlet area and outlet port. An internal visual inspection was completed by the manufacturer and found evidence of contamination of dirt or dust in blower intake, outlet, and impeller. The inside bottom of the blower box and blower assembly contained mineral deposits. Internal examination of the humidifier enclosure uncovered moderate amounts of dark spots resembling a type of contaminate such as mold on the underside of the lid, near the outlet port, and inside the outlet port. Pieces of hair were discovered on the underside of the lid and also on the heating plate. The clear inlet tube of the humidifier water tank contained several mineral deposits inside the tube, resembling the use of non-distilled water. Mineral deposit contamination was also discovered on the heating plate and all along the inside bottom surfaces of the humidifier assembly. The manufacturer found no evidence of sound abatement foam degradation. The device's downloaded event log was reviewed by the manufacturer and found no errors logged. The device was applied power and the device operated properly. The manufacturer concludes the device has evidence of contaminates consistent with mold, dust and dirt and mineral deposits. There was no evidence of sound abatement foam degradation.